Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft was broken. A 10/4.00 flextome cutting balloon was used for a percutaneous transluminal coronary angioplasty. During preparation outside patient, it was noted that the shaft was broken . The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.